Event description:
A report was received that the patients battery was unable to take a charge. It was noted that the battery was depleted. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the bsn representative was made aware of the revision on (B)(4) 2018. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients battery was unable to take a charge. It was noted that the battery was depleted. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.